Event description:
Ercp 190 scope was introduced through the mouth with the intention of advancing to the bile ducts. The scope was advanced to the oropharynx before the procedure was aborted. Tear of the mucosa of the cricopharyngeal area.